Event description:
Steris contacted the user facility for additional injury information, however no additional information was provided.

Manufacturer narrative:
A steris service technician visited the facility and ran test cycles on the sterilizer. The technician found that the equipment was functioning properly. The incident was caused by user error. An in-service training on the safety procedures for steam sterilization equipment will be scheduled.

Manufacturer narrative:
A steris account manager conducted an in-service on (B)(4), 2009.

Event description:
The facility reported that a leak test was aborted, and that the operator opened the door before the cycle completed. The operator¿s face was over the door when he opened it, resulting in the escaping steam contacting his face. The employee was seen at the facility¿s emergency room for a burn, and made an appointment to have his eyes checked.